Manufacturer narrative:
On 12 january 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: terminal cup impactor for metal back cc was stuck in versafit cup metalback cc trio ø 46. We needed of a hexagonal key to disassembly the terminal. The balit c covering was almost absent on the surface of the contact with cup. This is the root cause of the failure. Batch reviews performed on 13 january 2017. Lot 1651156: (B)(4) items manufactured and released on 21 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Versafitcup cc trio acetabular shell ø 46, code 01.26.45.0046, lot. 147712 (k103352) (B)(4) items manufactured and released on 26 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not yet received.

Event description:
The terminal cup impactor for metal back cc, stuck in versafit cup metalback cc trio ø 46, can't be disconnected. The surgeon took a new versafit cup metalback cc trio ø 46 and impacted it with the straight impactor.